Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal procedure the marker band on a 2.9f micro catheter detached within a ufe catheter. The physician successfully externalized the marker band together with the ufe catheter resulting in no foreign body introduction within the patient. Another catheter was prepped and successfully used to complete the procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.